Event description:
It was reported customer received a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided caller through the process, after which the pump no longer displayed the cgm error code. Caller successfully started their sensor session.